Event description:
The customer stated that she was hospitalized for low blood glucose levels. Prior to the event, the customer was experiencing high blood glucose levels, and she gave herself too much insulin, causing her blood glucose levels to go low. The customer stated that she is new to insulin pump therapy, and feels that the bolus wizard is not programmed correctly. The customer stated that she would be meeting with her trainer again. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.